Manufacturer narrative:
Per the field service representative (fsr), the issue occurred on a spare unit upon start-up. The fsr verified the reported issue. He replaced the display assembly in the ccu. The unit operated to the manufacturer's specifications. The suspect device was returned to manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the centrifugal control unit (ccu) screen was flickering on start up. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) manipulated the ribbon cable at the connection point of the small display assembly causing the display to have missing pixels. The second time the screen went to the display being mostly covered in pixels and on the third try the display went blank. The p1 connection on the ribbon cable of the graphics driver display board was found to be defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.